Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having a hard time with the external equipment connecting and they believed they were losing out of a bolus, because once the connection happened, they were locked out. The agent provided ptm (personal therapy manager) general use education. The patient confirmed the connection would get stuck on 90%. The agent reviewed how to clear data, the patient was able to clear data, and then successfully connected to the pump without issue. The patient again stated they believed they were missing out on boluses. The agent redirected the patient to their healthcare provider to review the pump reports/bolus programming. With regards to the event date, the patient stated the issue had been gradual and had been going on for at least the last several weeks.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID hh90t01, serial# (B)(6), product type mobile platform; product ID a820, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer indicated that the patient was having the same issues when trying to connect to the pump and it was worse. They stated they were getting stuck at the 90% mark and they 'resync' multiple times. When they finally get to the arrow to deliver the bolus, it took forever and sometimes it worked and sometimes it didn't. They had already cleared the cache in 'device care' and was told they need to maybe get all new devices. It was noted that they had seen the 'close app or wait'. The patient was walked through clearing the data on the handset and they were able to successfully connect to the pump without any issue.